Event description:
The consumer states that the chair moved forward on its own due to the joystick recall issue. When it did that, the charger cord was pulled out and damaged. She also states that a month after she purchased the chair, she told the dealer that the right arm tube was cracked. The technician said he would order the replacement arm and fix it. She hasn't seen anyone since that time which was almost 3 years ago. The consumer was referred back to the dealer.